Event description:
Information received indicates the patient was implanted with an advance sling. It was reported that the sling was removed on (B)(6) 2011 due to stricture. Patient was implanted with another continence device on (B)(6) 2012.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.